Event description:
It was reported that a pericardial effusion (PE) occurred. During a pulmonary vein isolation and posterior wall ablation for a persistent atrial fibrillation procedure, a Versacross Access solution device was selected for use with a non-Boston Scientific sheath which is considered off label use. During the post-ablation mapping with a non-Boston Scientific mapping catheter, an anesthesiologist noted a drop in blood pressure to 70/34 mmHg, electrophysiologist checked the Intracardiac Echocardiography (ICE) image and noticed a pericardial effusion. It was decided to do a pericardiocentesis. After draining about 50ml of blood the effusion was no longer visible on ICE, after about forty-five minutes the patient was stable, no visible effusion, small amount of blood draining, a decision was made to send the patient for a CT scan. The complication was observed about fifteen minutes after the end of ablation when the Farawave catheter was outside the patient body. Patient was admitted to hospital beyond the standard of care.

Manufacturer narrative:
Detailed product information was not provided to BSC. Good Faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.Patient information is unavailable per facility.